Event description:
It was reported to philips that there was a problem with the wireless foot switch. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the wireless foot switch (wfs) did not show any led statuses and no battery level or charging when the wfs was switched on. The fse performed the medical device correction z-0648-2022 to update the software of the wfs to the latest level. After the implementation of the medical device correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.